Event description:
Customer reported experiencing several cartridge alarms with their tandem mobi device, with the most recent alarm requiring assistance on (B)(6) 2026. There was no adverse impact to the customer's blood glucose level. The customer initially attempted to resolve the issue by following the cartridge loading instructions but was unable to resume insulin therapy successfully. After a follow-up with customer technical support, the customer was assisted in correctly loading a new cartridge, which resolved the issue, allowing them to successfully resume insulin therapy. A discrepancy in insulin was also reported, and an additional case was created to address that concern.